Manufacturer narrative:
G6: follow up #1 h2: correction h6: investigation conclusions - removed 4315.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device has not been returned. Thus, a proper device analysis could not be completed, nor the reported issue confirmed. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · lens placement technique · loading strategy · poor handling during folding and inserting

Event description:
The customer reported a CT lucia 602 lens was not properly loaded in the cartridge. The lens was implanted and explanted during the same surgery.